Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen harder to read in certain lighting. The customer¿s blood glucose level was unknown. The customer also stated that the priming process was not consistent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. Cracked battery tube threads and scratched lcd window. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected battery power loss and low battery alarm noted. No missing segment or partial display noted. Unit primed properly.